Manufacturer narrative:
Consumer reported that this implant was a type 2, the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved.

Event description:
Consumer reported that this implant was a type 2, the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved.